Event description:
It was reported that the ilet experienced a hyperglycemic episode following an incorrect meal announcement (lunch instead of dinner) and overeating with dessert, resulting in a peak blood glucose of 306 mg/dl that decreased to 142 mg/dl approximately two hours later as correction dosing took effect. This reflects a use-related issue involving the user interface and meal announcement workflow. Symptoms included hyperglycemia without reported clinical manifestations. Outcomes included no health consequences or lasting impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device malfunction, a usage problem related to improper or incorrect procedure, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.